Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. The most likely cause is that the broken anchor was either improperly installed or damaged on insertion or was jarred loose by a patient event like a fall that would cause breakage and become dislodged and may have formed a cyst. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device disposition unknown.

Event description:
Revision completed. Left rotator cuff procedure. Claims anchor backed out. Patient is currently undergoing pain management care. The patient had a revision surgery by a different doctor on (B)(6) 2008 who noted a frozen/stiff shoulder and removed one anchor that was encased in a cyst and was broken.